Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error followed by a motor position encoder error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was advised to discontinue use of the pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart, occlusion or excessive no delivery alarm tests due to the motor error alarm. Unable to verify the motor position encoder error alarm due to an overwritten pump history screen. The pump passed the self test and all operating currents were normal. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked pump belt clip slot.